Event description:
It was reported that the patient's implantable cardiac monitor (icm) had incorrectly interpreted a sinus rhythm as an atrial fibrillation episode. No intervention was reported. The patient was in stable condition.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) had exhibited incorrect measurements of an episode. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported complaint of false af episode was confirmed. These false af episodes were triggered due to irregularly irregular r-r interval transition and lack of p-wave component in egm signal. No device malfunction was found.